Event description:
The customer reported fluid leaked outside the instrument involving the coulter act series analyzer. The customer had on proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection during the event. The customer did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. The customer has an exposure control/risk management plan at the facility. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered faulty valves and tubing. The fse replaced valves vl10 and vl11 and repaired and repositioned the kinked tubing to resolve the issue. The fse performed system startup and controls which were within specifications. Service activity performed was verified to meet the specified requirements per the established procedures. The instrument conformed to the manufacturer's published performance specification. (B)(4).